Event description:
Boston scientific crm received information that this right ventricular (rv) lead presented an impedance measurement of 590 and underwent a revision procedure. During the revision procedure, this lead was repositioned as a new lead could not be placed due to the patient's anatomy. Initial impedance measurements post-revision was 2500 ohms, but it stabilized at 1010 ohms with good sensing. Technical services recommended conducting pocket manipulation and isometrics while checking impedance measurements in both unipolar and bipolar settings.